Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The fluidics module was replaced as a prevention. The newly installed fluidics module was tested and it performed as intended. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, in the left eye, when reattaching the retina and performing extrusion, suddenly the air switched to fluid. A system advisory displayed and the infusion went into backup mode. Following the advisory, the fluidics recovered and another system advisory displayed. The settings were switched to complete the case. There was no patient harm.